Event description:
It was reported that during a sigmoid colon resection, when the surgeon went to bring everything into scale and removed the safety there was no action at all. They removed the device, they realigned everything, went through the same trocar, removed the battery and returned the battery. No action occurred. Case completed with a like device. Procedure was completed successfully as well as the anastomosis. No patient harm.

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. The investigation has been completed based on the information provided to date. If further information is received at a later date, the file will be updated accordingly. Complaint information is trended on a regular basis to determine if further investigation is warranted.